Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a codman vpv programmer was overheating when attempting reading for patient¿s hakim valve. No additional information available.

Manufacturer narrative:
The programmer was returned for evaluation: DHR - lot met specifications when released. Failure analysis - fault confirmed. The transmitter cover is cracked and must be replaced, along with the attached switch and dome plug. While testing the transmitter, it did eventually overheat. However, this was after ten adjustments, which is a normal number a transmitter operating in cool ambient temperature. Transmitter cover, switch and dome plug have been replaced. Repair performed with reset, safety, and functional test. The possible root cause of the defective device could be due to a bad handling from the user.